Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Erosion and pain are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for the event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required.

Event description:
Event of abdominal pain in a lap-band study pt reported by physician. "Pt went to emergency room on ... Complaining of abdominal pain." A kidney, ureters, and bladder ultrasound was performed. Pt was admitted to hospital on ... Additional diagnostic tests were performed and an upper gastrointestinal series showed "extravasation of contrast" medium. Physician's final diagnosis was band erosion.